Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was set to a ventricular tachy therapy other than monitor plus therapy due to noise detected on the implantable defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure is planned for a future date. Our records indicate these products remain in service. Should additional information become available, this report will be updated.